Event description:
"During a non-scope procedure it was noted that there was no ceiling camera video, and no power to the monitors. Override switches were engaged and the nurse re-activated power on the nurse's assistant screen and turned off the override switches, returning the or to normal operations.